Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer alleged the pump delivered a 20 unit bolus without user interaction. Subsequently, the customer's blood glucose decreased to 51-52 mg/dl which was addressed with the customer consuming sugar. Tandem technical support performed a pump system check and found the pump to be operating as expected. The customer reverted to alternate insulin therapy.